Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the suction channel inside the universal cord was crushed causing a channel cleaning block and brush cannot be inserted smoothly. In addition, the bending angle was insufficient due to the elongation of the angle wire, the play of the angle knob was out of the normal state due to the elongation of the angle wire, the curved rubber adhesive part was missing and the suction cylinder was scraped. It was also noted, there were scratches were found on the operation part, the tip cover, the switch box, the operation unit cover, the up/ down knob, the up/ down angle fixing lever, the right/ left knob, the grip, the universal cord, the scope connector, the scope connector cover and the right/ left angle fixing knob. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, a brush cannot be inserted smoothly into the evis lucera elite small intestinal videoscope. Upon inspection and testing of the returned device, foreign matter ejected from the forceps channel was discovered. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of foreign material ejected from the forceps channel found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.